Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up which occurred six days after the sensor had been inserted in the abdomen. The sensor failed while the patient was asleep. There was no documentation whether the patient received or acknowledged a failed sensor alert or alarm. There was no documentation of readings prior to sensor failure. When the patient woke, he vomited. There was no mention whether the patient checked blood glucose. The parents called an ambulance. The patient was hospitalized for 3 days and treated with 20 units of unspecified insulin. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.